Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an ovarectomy procedure, the camera melted the port. There was no patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, and the device was not re-sterilized. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted that the cannula, cover top, and obturator were all received. Heat damage at the distal end of the cannula. Further inspection of the damage noted that the cannula was partially melted and pushed into the trocar channel; this created an obstruction which did not permit the obturator to be inserted fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the device is exposed to high heat, such as an activated cautery device, which will allow for deformation of the material similar to that which was observed on the received device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.